Manufacturer narrative:
Alcon is investigating an increased number of cases of aseptic endophthalmitis cases reported since mid-january 2015 in cataract surgery patients who received restor® iols in various clinics in japan. We take this situation very seriously and in the interest of patient safety, are voluntarily recalling restor® multifocal iols manufactured specifically for the (B)(6) market and advising surgeons in (B)(6) whose clinics have inventory of restor® iols to stop using these iols. Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The cartridge and handpiece product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. There have been (B)(4) other similar complaints reported in the lot number. Additional information has been requested. Address is not indicated at this time. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that three days following an intraocular lens (iol) implant procedure, a patient developed endophthalmitis. The symptoms have resolved. The iol remains implanted. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the customer indicated the use of an approved cartridge and handpiece. Based on a review of complaints received, a signal for post-operative inflammation was identified for restor® iq and restor® toric iols in (B)(6). The manufacturing investigation pointed to the difference in manufacturing processes for the (B)(4) market and multifocal lenses as a potential differentiator. The manufacturing investigation has not identified a root cause to date. Data analysis so far has confirmed that these complaints are significant and concentrated around the (B)(4) market for the identified multifocal lenses. On (B)(6) 2015 the impacted product was put on voluntary hold in the (B)(4) market and issuance of the market caution letter. On (B)(6) 2015 due to a significant increase in reports of post-operative inflammation cases reported in cataract surgery patients who received the identified multifocal intraocular lenses (iols), a voluntary product recall was issued against all lot numbers and models of the identified multifocal iols manufactured specifically for the japan market. A corrective and preventive action has been instituted; the investigation is ongoing. (B)(4).

Event description:
Additional information was provided by the surgeon on (B)(6) 2015, who reported that on the third postoperative day the patient developed anterior chamber cells, flare and a little amount of fibrin were attached to the iol surface. Steroid, non-steroidal anti-inflammatory and antibiotic treatments were started. There was no bacteriological testing performed. The symptoms improved after the initial medical treatment. The surgeon's clinical judgement was that the event is noninfectious. The symptoms resolved with frequent steroid eye drop applications.